Event description:
It was reported by repair work order that the zoom will disengage during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the device evaluation it was confirmed that the device was functioning to specification. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.

Event description:
It was reported by repair work order that the zoom will disengage during use. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.